Event description:
The complainant alleged that during biomed testing, the device did not display the heart rate or perform synchronized discharge while attached to a simulator. The complainant indicated that there was no pt involvement in the reported malfunction.